Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the handpiece device had heat, bearing damage, and foreign substance/debris. It was further determined that the device failed pretest for temperature assessment. Therefore, the reported condition that the device was overheating was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. The reported condition of the device seizing when being used with an attachment device was not confirmed. Correction: d9: the date returned to manufacturer was documented as march 3, 2021 on the initial report. This date has been updated to march 15, 2021. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that the handpiece device was overheating and seizing while being used with an attachment device. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.